Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the chemo, methotrexate, had been infusing via a secondary set into the affected primary tubing set for about 30 minutes, when the patient noticed there was fluid on the floor. Upon inspection, the nurse saw that the chemo was leaking from the side port nearest to the top (spike) of the tubing. She put a new secondary tubing into the affected primary tubing and the junction still leaked. It was evident that the leak was coming from the side port on the primary tubing set. It was not related to the secondary set, as different sets had the same outcome. Interesting to note, that the set did not leak unless it had the secondary set attached. Without the secondary set, no leak was observed. The leak was only visible when connected to the side port. The issue resulted in having to get another chemo bag mixed quickly to be administered in the required time frame. I tried to retrieve the tubing from the chemo spill kit debris, but it was covered in paper towels used to clean up the chemo and I didn't think that the engineers would be ok with that much exposure. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.